Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is bradycardic. It was noted that the right ventricular (rv) lead exhibited rising, high, and infinite impedances, high thresholds, and loss of capture. The lead also experienced a polarity switch. It was suspected that there was a set screw or connector issue in the header of the device. The lead pin was removed from the header and re-inserted. Measurements returned to normal. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.